Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection found the plug was cut off but returned. Eschar build-up on the seal plates was observed. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. It was reported that the handpiece had activation and end tone but the sealing was inadequate/partial. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlft10gen ft series energy platformx1 (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open radical gastrectomy, d2 lymphadenectomy procedure, the handpiece had activation and end tone but the sealing was inadequate/partial. It was not working well from the start of the procedure and it kept giving re-grasp alarms, very long time to get seal confirmation sound, very slow seal. It seemed to get better and so the surgeon was taking the right gastric artery (approximately 1-2mm) and end tone was reached but immediately started bleeding after it was fully transected. The bleeding was observed directly from the device's seal. Bleeding from the right gastric artery and other was 1350ml through the case and 300ml from right gastric artery alone. Jaws were cleaned at the time of sealing the artery. A new handpiece was used and it worked fine. Unit of blood given due to bleed from right gastric artery and vessel had to be repaired.